Event description:
It was reported that the bd hypoint¿ hypodermic needle experienced leakage. The following information was provided by the initial reporter: the patient commented that she was affected by abdominal edema with severe pain and continued to apply the medication firazyr icatibant prefilled syringe as usual. He says that he has applied it for years and never had a problem. This time, she says that the syringe was faulty since the medication spilled out of the syringe and when the plunger was pressed, air entered it. She comments that at that moment she became very nervous, she had another dose and it was applied correctly. Of the dose that comments on the failure, it says that none of the product could be applied. The patient reported with some doubts, to ensure the information to be as accurate as possible in the report, I asked her if the medication flowed through the plunger part of the syringe or through the connection between the syringe and the needle and she answered "at that moment I got very nervous, now you make me doubt but I think it was by the plunger part¿.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for leakage from connector detected during market usage of the product. Only 4 photos and 1 video was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The description of the issue is unclear it is not possible to investigate the reported condition, determine the root cause or link to a quality criteria in the customer specification. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. Unconfirmed: bd could not confirm the reported condition.